Event description:
It was reported the pump was replaced due to no relief of pain/neurological signs, nausea, and shaking. A dye study revealed a leak in the catheter - "fractured catheter". The manufacturer representative reported the old catheter was left in place, so it is uncertain if the fractured catheter was partially replaced. The patient was discharged home. The symptoms of pain resolved. The drugs used in the pump were dilaudid/clonidine.

Manufacturer narrative:
This report is being submitted following an internal audit.